Event description:
It was reported that the nurses in the infusion clinic are not getting a good connection between the secondary male luers and the smartsite valve on the primary set causing leaks around the connection. They reported that the secondary set connection seems tighter than usual and is harder to get onto the smartsite. When this issue occurs, they will disconnect the secondary and reattach it and by the third time reconnecting, the luer fits; the blue piston in the smartsite compresses and the connection does not leak. They believe that the male luer isn't long enough to fully compress the smartsite piston. There was no pt harm or medical intervention. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.